Event description:
It was reported that bd insyte autoguard needle hub is defective. The following information was provided by the initial reporter: reported issue: julie came to me regarding a defective needle that appears to be melted and split which in turn caused a patient to be slightly injured, had to be restuck with a different needle for the IV. I know a second stick isn¿t bad but this could lead to other issues especially if this is a reoccurring issue. Customer clarification: the part that is melted and split is the plastic that holds the needle. It resulted in the patient being stuck again due to not being able to set the IV. I can send this to you for review.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint of a damaged catheter adapter was confirmed and the cause appeared to be manufacturing related. One 20ga insyte autoguard unit from lot: 3248258 was provided for investigation. The IV catheter had been removed from the needle and the needle was not returned for investigation. The luer threads of the pink adapter were deformed and damaged. The type of damage likely did not occur during use. This defect may occur during manufacturing. During adapter loading, the adapter may get damaged due to the feeder jamming and/or incorrect feeder settings. Additionally, this defect may also occur when the parts are transferred from rotate grippers to conveyor. Misalignment may cause adapter damage that may result in cosmetic damage or make it unable to connect male luer lock adapter. Pm¿s on the machine and change over checklists are performed to mitigate the occurrence of this defect. The appropriate manufacturing personnel were notified of this complaint. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.